Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect. Reportedly, the customer had not corrected the pump time and date upon receiving the pump. The customer¿s blood glucose ranged from 125-175 mg/dl. Reportedly, the customer corrected the pump time date and resumed insulin therapy.